Event description:
During a coronary artery drug eluting stenting treatment procedure the stent embolized and the next day the patient died. The patient presented to the cath lab following an acute myocardial infarction with 3rd degree av block. The target lesion was an ostial, moderately tortuous severely clacified and 100% stenosed 4.0mm diameter region of the right coronary artery (rca). This lesion was being treated for progessive disease. The physician predilated the lesion with a 20mm length balloon but was unable to cross the lesion with a 4.0x16mm taxus express2 drug eluting stent. During withdrawal of the stent delivery system the stent embolized from the catheter and was lost in the femoral artery. Plavix, asa and heparin were administered pre-procedure, intergillin during the proecedure and plavix and integrilin following the procedure. It was reported that the next day the patient died but that the death was not device related. Additional information has been requested as to the cause of death.